Event description:
It was reported that the patient had received inadequate shocks. The defibrillation lead showed oversensing due to a fracture and was replaced. No patient complications have been reported as a result of this event.